Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. An adequate current of injury could not be obtained with the lp, and thin tissue-like material was observed attached to the tip of the device. Attempts to remove the tissue were difficult, and therefore the procedure was attempted using a new lp. Subsequently, the device consistently shifted when the handle was released at the fixation point. The handle was released and fixation was eventually completed. Following the completion of the procedure, pericardial effusion was identified in the ward. Pericardiocentesis and drainage were performed, and the patient recovered. There were no patient consequences.